Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the proximal to mid left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the middle of the delivery shaft fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 74.7cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the proximal to mid left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the middle of the delivery shaft fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.